Event description:
It was reported that there was a crack on the screen of the insulin pump. The customer stated that the damage might have occurred a month ago, when they dropped the device, but the customer was not sure. The customer could not recall their blood glucose level at the time of the incident. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).